Event description:
It was reported that during prep while unpacking the device the balloon broke. The nurse was unpacking a 4.0mm x 1.5cm flextome mr peripheral cutting balloon during prep. Upon removing from package the balloon got stuck in the protective cover so she then proceeded to pull harder and the shaft broke at the monorail junction. The customer noted afterwards that it looked as if the balloon had been prepped incorrectly (i.e. The balloon port was inflated) and this is what caused the balloon to stick in the cover. The procedure was completed with another of the with same device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during prep while unpacking the device, the balloon broke. The nurse was unpacking a 4.0mm x 1.5cm flextome mr peripheral cutting balloon during prep. Upon removing from package the balloon got stuck in the protective cover so she then proceeded to pull harder and the shaft broke at the monorail junction. The customer noted afterwards that it looked as if the balloon had been prepped incorrectly (i.e. The balloon port was inflated) and this is what caused the balloon to stick in the cover. The procedure was completed with another of the with same device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces with the protector cap on balloon. The shaft was broken at guidewire exit port. The shaft was slightly stretched either side of break. A vacuum could not be applied to the device before removal of the protector cap (as per directions for use) due to the shaft break however, the protector cap was removed successfully with little force. All blades and balloon material were in the correct channels of the protector cap. No damage was noted to the balloon or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states: open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel;to make certain that all the air is removed from the balloon, repeat , close the stopcock to the balloon; remove the peripheral cutting balloon device from its protective ring. Discard the protective ring. Using straight force (not a twisting motion), pull the protective sheath off the balloon. (B)(4).